Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating the device is prompting that the electrode plate is not connected. The device was found to need its paddle trays cleaned. The paddle trays were cleaned, and the device returned to full functionality. Based on the information available and the evaluation conducted, the cause of the reported problem was dirty paddle trays. The problem was confirmed. The device paddle tray pads were found dirty and were cleaned that retuned the device to full functionality. No further actions are required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als monitor exhibits intermittent prompts that the electrode plate is not connected. There was no reported patient involvement.